Manufacturer narrative:
The liberty cycler was not repaired or returned against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. According to the DHR, there was fluid found in the pressure tubing. The mushroom head was checked and top/bottom tubes were removed. During testing the device completed and passed all tests. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
There was no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis and sepsis. However, there is a probable association between breaking the sterile pathway of pd therapy and peritonitis. Medical records did not contain dialysis treatment records, medication records or additional laboratory results for review.

Event description:
Medical records were received from the patient's treatment facility. On (B)(6) 2015, the patient presented to a hospital, was admitted and diagnosed with probable sepsis secondary to peritonitis. On (B)(6) 2015, the patient underwent a sternal abdominal wall drain via interventional radiology (ir). The patient was discharged from the hospital in stable condition with order for intermittent in-center hd therapy.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon final review of medical records and completion of the plant¿s investigation.

Event description:
A peritoneal dialysis registered nurse reported a peritoneal dialysis (pd) patient was diagnosed with peritonitis due to the patient not following aseptic technique and was subsequently hospitalized on (B)(6) 2015. The patient's catheter was removed and the patient is now receiving dialysis in-center hemodialysis. Medical records received from the patient's treatment facility revealed the patient was diagnosed with probable sepsis secondary to acute peritonitis. The patient's peritonitis was treated with three additional doses of vancomycin intravenously (IV) during dialysis. Previous treatment was not provided.